Event description:
Patient underwent an abdominal incisional hernia repair with mesh implant. On the 7th postoperative day, the patient developed an mrsa wound infection. Patient underwent mesh explant procedure on the event date. Surgeon noted the wound may have been introduced to the infection when the jp drain was removed: in 2008, patient underwent incisional hernia repair with mesh implant and jp drain placement. The following month, patient's first postoperative visit. Surgeon removed the jp drain. The next day, the patient presented back at the surgeon's office with report of incisional redness. The surgeon also noted redness at the incision site with generalized abdominal cellulitis. On the same day, patient admitted inpatient at medical center. Surgeon brought the patient back to the or that night and removed the infected mesh. The surgeon was able to close most of the wound except for a small area which he packed with incision gauze.

Manufacturer narrative:
A DHR has been conducted. All paperwork appeared complete and accurate. No material review report was issued against this lot. Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We will submit a follow up report when/if product is returned for evaluation or additional information becomes available.